Event description:
Nurse reported of difficulties to inflate balloon. He attempted to use another unit and was successful with the second unit. It is also reported that leakage was noticed at the auto valve with fill indicator. No untoward effect to pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.